Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The endoscope was noted to have poor focus at all distances. Also, cracks and scratches were seen at the distal window.

Event description:
It was reported that the endoscope was noted to be defective. There was no report of patient involvement.